Manufacturer narrative:
(B)(4). This device has been apparently lost in transit, therefore unavailable for evaluation. If and when the device in question is received, this file will be reopened and its contents made to reflect the results of the evaluation. A review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. A non-conformance search was performed for this product code 222331-lot #3919633 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. CAPA 0 to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the customer's healix advance knotless br 5.5mm anchor broke in the patient. The anchor was removed from the patient. The case was completed by using a tap to tap the bone hole and put another anchor in. The same bone hole was used for the new anchor. There were no patient consequences or delays. The sales rep stated that the device will be returned. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.